Event description:
Additional information received indicated the patient was uncomfortable, but was getting relief. It was further stated that the manufacturer representative had been working with the patient regarding the device.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v534612, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient stated that the implant had not been functioning or working for ¿2-3 days.¿ it was later reported that the patient had a loss of therapeutic effect and loss of bladder control. The reporter stated that the patient was going to the bathroom ¿all the time.¿ it was noted that the symptoms occurred in (B)(6) 2012. It was noted that the patient¿s health care provider (hcp) requested that reprogramming be done. Additional information has been requested but was available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional follow up information received reported that no diagnostics were needed. It was noted that the patient¿s new programmer unit had to be bonded to the implantable neurostimulator (ins) and 4 new programs were added. No malfunctions or interventions were reported. The patient was reported as doing great. If additional information is received, a follow up report will be sent.